Event description:
Errors 45, 43, 27, 28, 30. Received pump ((B)(4)) and confirmed customer reported issue of ""device alarms when battery is plugged in"". Pump had a defective battery. During visual inspection, found display communication cable disconnected by a user. Reconnected and replaced the battery and found during test 15, ocs motor is extremely loud. Replaced ocs motor. Reviewed event log and found errors 21, 51, 37, 45, 43, 27, 26, 28, and 30. Errors 21 and 51 were resolved by the replacement of the battery. The rest of the errors were resolved by reconnecting the display communication cable. After repair, device was found to meet specification. Error 43 (lcd failure communication) is known and is linked to a software issue. This error has been corrected since embedded software version 1.9. Error 30 (date time stamp) is known and is linked to a software issue. This error has been corrected since embedded software version 1.9. Error 21 (secondary c/coulometer power supply board communication) is triggered at start-up after battery voltage has reached a critical threshold (i.e. After a long storage without following our instruction for use). A new generation of battery has been implemented in production since (B)(6) 2015, which prevents complete depletion of the battery.

Event description:
Errors (B)(4).